Event description:
It was reported that the patient passed away on (B)(6) 2021 due to ischemic heart disease with acute myocardial infarction. It was reported that the outcome was not device or therapy related. The patient underwent prolonged cardiopulmonary bypass, coagulopathy and multiple transfusions. Post operation the patient experienced disseminated intravascular coagulation with severe vasopelgia and multisystem organ failure. Asystole was noted on (B)(6) 2021 with a pump flow of 0.4 lpm and a mean arterial pressure (map) in the 20s. The pump was then turned off and disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported myocardial infarction, multi system organ failure (msof), asystole, bleeding, venous thromboembolism, patient conditions (ischemic heart disease, coagulopathy, vasoplegia), and patient outcome could not be conclusively determined through this evaluation. Additionally, the pump rotating within the apical cuff could not be confirmed through this evaluation as the pump was not returned for evaluation. The account reported that the patient¿s pump was exchanged shortly after implant. The patient underwent a prolonged cardiopulmonary bypass. While operating on the new pump the patient experienced coagulopathy which required multiple transfusions. The new pump reportedly rotated within the apical cuff during bench tested before it was implanted. Following the postoperative process, the patient experienced disseminated intra-vascular coagulation (divc) with severe vasoplegia and multi organ failure. The patient experienced asystole with reduced pump flows and mean arterial pressures and the pump was reportedly turned off and disconnected. The patient ultimately expired on (B)(6) 2021 due to ischemic heart disease and an acute myocardial infarction. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas IFU, is currently available. This IFU lists myocardial infarction, multiple organ failures, cardiac arrhythmia, bleeding, venous thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-05734.